Manufacturer narrative:
(B)(4). Date sent 1/13/2026. D4 batch # unk. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: it is stated ¿procedure: left laparoscopic colectomy¿ but then it is also stated ¿ complete the procedure by transverse mini-laparotomy.¿ was the procedure modified in any way due to this event? Did the device fire at all? How far did the device cut and/or staple? Were there any malformed staples? What troubleshooting steps was used to open the device? Was the decision to convert the procedure to transverse mini-laparotomy the result of the device difficulties or was it due to other clinical considerations.? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a left laparoscopic colectomy, resection of the piece with the device and the reload: placement performed by the surgeon, device closed on tissue and at the activation of the device, no action. There was difficulties in forcing the device open. No patient consequence but high risk of tissue damages (possible tearing off when opening the defective device). Use of another devices (product codes ntlc75+sr75) to complete the procedure by transverse mini-laparotomy. The patient's state of health is in line with the expected state of health and the surgery performed.

Manufacturer narrative:
(B)(4). Date sent: 2/6/2026. D4 batch #212d80. Investigation summary: the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample determined that the ec60a device was received for analysis with no apparent damaged and with a gst60g reload loaded on the device. The reload was received partially fired 1/5 with the reload deck damaged. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The partially fired is consistent with an incomplete or interrupted cycle. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. The event described of difficult to open could not be confirmed since the device opened and closed as expected. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 212d80, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 3/5/2026 corrected data b1, b2, h1 d4: batch # 212d80. Investigation summary the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample determined that the ec60a device was received for analysis with no apparent damaged and with a gst60g reload loaded on the device. The reload was received partially fired 1/5 with the reload deck damaged. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The partially fired is consistent with an incomplete or interrupted cycle. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. The event described of difficult to open could not be confirmed since the device opened and closed as expected. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 212d80, and no non-conformances were identified. Additional event information received from the customer: the conversion to laparotomy was carried out before using the clamp for a major sd adherential. The forceps, already prepared, were therefore used in laparotomy. It got stuck after stapling. The file is no longer a serious injury file; the file is now a malfunction file.

Manufacturer narrative:
(B)(4). Date sent: 1/30/2026. Additional information was requested, and the following was obtained: it is stated ¿procedure: left laparoscopic colectomy¿ but then it is also stated ¿complete the procedure by transverse mini-laparotomy.¿ was the procedure modified in any way due to this event? No, using an ntlc75. Did the device fire at all? No, but difficulty opening the clamp. How far did the device cut and/or staple? The device was on the tissue; the stapling handle worked in a vacuum. Were there any malformed staples? Unable to staple. What troubleshooting steps was used to open the device? The safety lever was activated several times. Was the decision to convert the procedure to transverse mini-laparotomy the result of the device difficulties or was it due to other clinical considerations.? Yes.